Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 325cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/15/2020, it was reported to mentor that the date of removal was on (B)(6) 2019, product location was right, replacement implant information was mentor siltex round moderate profile 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient will undergo explantation on (B)(6) 2019. The date problem observed reported was (B)(6) 2019, however, since the report was reported previously before that date the earliest date problem observed will be reflected in the complaint report. Therefore, this date will still apply (B)(6) 2018. The serial number was (B)(4). The side of the implant was left side and not the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the correct initial reporter¿s facility name is: (B)(6). Facility address is: (B)(6). Facility phone number is (B)(6). Manufacturer¿s reference number: (B)(4).